Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician experienced resistance advancing the catrx, so the physician decided to remove the catrx. While withdrawing the catrx, the catrx fractured at the mid-shaft. The fractured catrx piece was retrieved with a snare device. The procedure was completed with an indigo system aspiration catheter 6 (cat6). There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed a fracture at the mid-shaft and revealed a kink at the fracture location. If the catrx is advanced against resistance, damage such as a kink may occur. Subsequent retraction of the kinked device may cause a fracture. Based on the reported event, the root cause of resistance during the procedure could not be determined. Further evaluation revealed bends throughout the length of the catheter and multiple kinks along the distal fractured segment. This damage is incidental to the reported complaint and may have occurred during snaring or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.